Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing on the ventricular lead was noted on a stored egm. Programming changes were made. Dft test was recommended.

Manufacturer narrative:
(B)(4).